Manufacturer narrative:
Evaluation results are pending, a follow-up MDR will be submitted.

Event description:
The patient leased the concentrator from the health care provider on (B)(6) 2014. The patient attempted to use the eclipse on a plane on (B)(6) 2014 and reported the unit and/or battery did not function properly. The patient had a cardiac event that evening. The unit and battery pack were returned to the provider on (B)(6) 2014. Caire inc. Evaluated the unit at the health care provider premises on (B)(6) 2015. Results are pending and will be provided on a follow up report.

Manufacturer narrative:
The company sent a representative to inspect the unit at the provider's site in florida. There was no observation of the power cartridge overheating and at no point was there an indication that either battery cell was not charging at the appropriate level. During the discharge cycle, the temperature and power draw were at acceptable levels from the moment of initial discharge until the unit powered down due to the power cartridge being depleted. The amount of time for the discharge cycle was 54 minutes and 20 seconds in total. This is just under 80% of the capacity of a brand new power cartridge. It is stated in the manuals that a functional power cartridge is one that after a calibration retains at least 80% of the capacity of a brand new cartridge. The power cartridge involved in the incident was four years old at the time of the incident, then was left in storage for a year after the incident before the company was contacted. The company's operating instructions and technical manual describe how to properly care for the power cartridge, including monthly calibration which the provider did not complete. The decrease in duration could be caused by the simple deterioration of the capacity of the lithium ion over time without being used. Regular calibration could have slowed this decline in duration, but it is impossible to determine if this was the case.